Event description:
The customer called to report a healthcare worker who received an eye splash with disopa. The healthcare worker had discomfort in her eye until the next day. The healthcare worker was not wearing eye protection. The employee washed her eye out with running water. The healthcare worker did not seek medical attention or require treatment.